Manufacturer narrative:
A ge rep evaluated the sys and the customer replaced the interconnect cable. Sys operates as intended. (B) (4).

Event description:
The customer reported the sys displays lines in the image. No pt injury was reported.